Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records review could not be performed as the product serial number was not provided. A search on complaints could not be performed without a product serial number. Labeling review: the directions for use (dfu) was not reviewed due to the limited information provided. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). Unknown/not provided. If explanted; give date: n/a (not applicable). The lens was planned to be explanted but no confirmation has been received. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a refractive surprise of -1.50 following the implantation of a symfony intraocular lens (iol). Reportedly, the lens was planned to be explanted. No additional information was provided.